Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device mentioned will be filed under a separate medwatch number.

Event description:
This is being filed to report the clip opened post deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed at a2p2. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the pre-existing flail. A second clip was implanted medial to stabilize the slda clip. Post deployment of the second clip, it was noted the clip slightly opened however was still attached to both leaflets. A third clip was implanted lateral to the first clip, reducing mr to <1. The final mean pressure gradient was 6mmhg. The physician was satisfied with the results. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.